Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that on (B)(6) 2024, while puncturing a patient's infusion port needle in the morning, a leak was noted at the end of the yellow butterfly wing of the infusion port, and the patient was replaced and re-punctured with the infusion port needle.